Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 230 mg/dl. The customer stated that he had been outside in the sun prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.